Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crt-d, implanted: (B)(6) 2018; product ID: 5071-53 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician thought the right atrial (ra) lead was undersensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.